Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ shielded IV catheters' needles either would not retract when the button was pressed, or would retract on their own. The following information was provided by the initial reporter: "customer is stating that catheters are not retracting or retracting without buttons being pushed."

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 1710034-2023-00183 was sent in error. (Premature needle retraction) is not considered to be a reportable malfunction. MFR#: 1710034-2023-00183 is void as a result.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ shielded IV catheters' needles either would not retract when the button was pressed, or would retract on their own. The following information was provided by the initial reporter: "customer is stating that catheters are not retracting or retracting without buttons being pushed."

Manufacturer narrative:
. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.